Event description:
Boston scientific received information that this patient reported tones from their device for the past year. Recently, it was determined that end of life (eol) had been reached with a battery voltage of 2.57 v. Therefore, this device may have reached eri/eol early due to extended charge times, which may be an indication of an out of specification behavior. No adverse patient effects were reported.

Event description:
Boston scientific received information that a recent episode had occurred in which a fault code was received on the device for a charge time out. It appeared during the ventricular tachycardia episode, the first shock was delivered, however a second shock was inhibited due to a charge time of greater than 45 seconds, resulting in the fault. The device was explanted shortly after the event due to the battery depletion and replaced with no adverse patient effects were reported.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.